Event description:
It was reported that during a pph procedure, there was not the audible crunch that is typical during the firing of the stapler. After firing and allowing time for hemostasis, the surgeon attempted to remove the stapler. Unable to do so, he removed both the stapler and anal dilator as one. Still unable to remove the stapler, he pulled it out enough to gain exposure to the area that was stuck in the stapler. It appeared that some staples had not formed properly and that there still was a strip of mucosa that the stapler didn't cut. Extended the time of the procedure by 45 minutes as the physician needed to put in sutures where the stapler got hung up on the mucosa. There was no pt consequence.